Event description:
Event description boston scientific received information that this ventricular lead has been exhbiting rising impedance measurements and are now greater than 2500 ohms. Thresholds and intrinsic amplitudes have been stable.